Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Reported issue was that the imaging system would not boot and the pendant had a red ¿x¿ for the generator. After several reboots with the umbilical disconnected and connected there was no resolution. On 6may2016- after further inspection, confirmed the reported issue. The pendant had a red ¿x¿ for the generator, the standalone board had no led¿s lit and the 2 fans were not working, the audible clunks did not occur. Troubleshooting the standalone board revealed that f6 and f7 were good with 202vdc (with respect to chassis ground) on each fuse and at j1 on the board. J2 was at 0vac; standalone board ordered for saturday repair. On 7may2016- installed standalone board with no resolve . Further troubleshooting at the power conversion board reveals j1 input voltage with good readings of +/-200vdc with reference to chassis, bad output at j2 (0vdc across pins 1 & 3 ¿ should have 400vdc here going to the standalone board); power conversion board ordered for pickup at memphis depot sunday and install on system monday. On 9may2016- installed power conversion board resolving the reported issue. System checkout ¿ passed, staff notified, system is fully functional; used successfully this day in a case (2 spins). The power conversion board and power conversion enclosure have been received by the manufacturer for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that the imaging system could not be fully booted up at the beginning of a spinal fusion procedure. The mobile view station (mvs) was booted, and the image acquisition system (ias) were rebooted and brought up at the same time, with no resolution. The generator status was red, and could not be made ready. The system was rebooted a total of 4 times and the issue persisted. Medtronic imaging and navigation were discontinued because of this issue. The procedure was completed successfully with a c-arm after no delay. No impact to the patient. No additional details were provided.

Manufacturer narrative:
The hardware investigation of the returned power conversion enclosure confirmed that the reported event was related to an electrical issue. The tester found u32 was not functional in that it did not turn on the electronic circuit breaker. There was also possible other damage in that area. U5 output stuck at 1 keeps unit from shutting down properly. There was a faulty power conversion enclosure identified. The reported event was confirmed.

Manufacturer narrative:
The power control board was returned to the manufacturer for analysis. The power control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.